Manufacturer narrative:
This report is submitted on april 12, 2021.

Event description:
Per the clinic, the patient sustained trauma to the implant magnet site, resulting in subsequent suppuration at the site. Explant is planned but has not yet taken place at the time of this report.